Event description:
The accounts risk management alleged an injury to a pt. The pt was transferring herself from a bedside commode to the bed placing her knee on bed to push herself up and the bed's brakes popped and the bed moved causing the pt to fall to the floor. The pt suffered a fracture to the left femur which required surgery. The risk manager stated that the biomed inspected the brakes and found the brakes at the head end did not hold as they should.

Manufacturer narrative:
The technician inspected the bed and found that the right hand head caster would not hold in brake. The technician found that the tire was worn down, with a 3/8" wide band on the tire. The technician found the brake pad needed 7/16" of adjustment on the caster adjustment set screw to correctly set brake. The technician was not allowed by the account to actually adjust the caster. The accounts biomed alleged the last preventive maintenance (pm) was performed in december 2008 and the bed was due for annual pm. The test results provided for december 2008 pm are for an electrical safety check and does not list any specific manual man026, but could not supply actual documentation for checking the brakes. Repairs have not been completed.